Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 341mg/dl. Reportedly, a temperature changed had occurred prior to the occlusion alarm declaring. The customer performed a cartridge change prior to contacting tandem technical support and the pump performed as intended.